Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the cannula was wrong to a smiths medical portex® bivona customized tracheostomy (trach) tube. There were no reported adverse effects.

Manufacturer narrative:
One tracheostomy was returned to evaluate the incorrect cannulas received. The returned devices were reviewed against the template. The devices were built correctly. Customer service determined that the customer who orders the part number is not located in the country where the devices were received. Shipping documents for the identified lot showed that the devices were shipped to the correct customer. Based on the investigation, it is assumed that the devices were placed in the incorrect shipping carton. The customer complaint has been confirmed, and the problem source has been determined to be shipping.